Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while trying to verify the blunt tip pointer on the navigation system, the representative had to hold the instrument at a 45 degree angle, with the tip not entirely in the divot to pass verification. There was no patient present at the time of the event. Troubleshooting included re-seating the spheres. By covering the top sphere, the geometry error decreased and the instrument verified while holding it perpendicular. By covering the bottom sphere, it was also able to verify in this manner.